Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that the locking knob of the a1059 mayfield modified skull clamp did not lock. It was unknown whether the device was in contact with patient, if there was any patient injury, or surgery delay. Additional information was received on (B)(6) 2018 stating that the incident occurred on (B)(6) 2018. It was confirmed that there was no patient contact and injury. However, it was noted that there was a short delay while staff was searching for a replacement clamp. There was no impact to the patient due to the surgery delay.

Manufacturer narrative:
The device was returned for evaluation. The unit was received with the lock has both rotational and lateral movement. Also, it is hard to lock and a residue buildup is present. Upon disassembly, repair noted the lock will need new components added to replace worn internal parts. Unit received without the ratchet extension arm and the 80# torque knob. The device history record (DHR) showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported event was confirmed. The underlying root cause for the reported event was unknown, however, worn internal parts was observed, possible caused by normal wear and tear.

Event description:
N/a